Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. The results were not confirmed, but results were suspected to be false because the patient was called back into the office for repeat testing the next day and they were negative on sofia sars.